Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the findings of stent cage dilation of the cuff (vela suprarenal). The most likely cause of the compromised stent graft integrity of the cuff (vela suprarenal) could not be determined due to lack of medical imaging surrounding the implant and the event procedures. The patient was discharged home in stable condition on the second post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
During the clinical assessment completed on (B)(6) 2018 of a previously reported event, stent cage dilation of the cuff (vela suprarenal) was discovered.